Manufacturer narrative:
Explant date provided therefore d6b updated.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the placement signal stopped working. It was reported that the motor current was functioning well. It was reported that the procedure was successful.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Placement signal issue: the signatures noted in data logs are indicative of optical sensor wear. The first indication of wear occurred on the 50th day of impella 5.5 support. Per dtm 0550-9900, the device design life is 60 days, so the sensor wear was a result of component failure. Subcomponent: optial sensor 0550-2501. Subcomponent batch: 2025504410. Device history review: q1) any qns/mrrs/reworks associated with the complaint device: no. Q2) were there any failures of the device to meet the requirements for manufacturing testing, qualification, and inspection? No. Q3) were there any other product malfunction complaints in this device lot related to this failure mode? No. Q4) subcomponent inspection review: did any subcomponents fail incoming lot inspection? No. Q5) subcomponent lot review: were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No. Pump sn (B)(6) passed all post-sterile inspection checks.